Manufacturer narrative:
Field d6 - (B)(6)2018. The returned ipg was analyzed and the allegation of stimulation loss and premature battery depletion have been confirmed. Ipg stimulation was turned off due to a depleted battery. Review of the system data log revealed a sudden drop in battery voltage resulting in loss of stimulation since the ipg reached the eos state sooner than expected. The most probable root cause was determined to be a higher than typical current consumption by the asic. The probable cause selected is caused traced to component failure. Based on this event, an investigation has been initiated to further evaluate this behavior.

Event description:
A report was received that the patient was no longer receiving stimulation. It was discovered that the patients non-rechargeable ipg had reached end of life. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Date of event: (B)(6) 2019. Implanted date: (B)(6) 2018. Explanted date: (B)(6) 2019. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was no longer receiving stimulation. It was discovered that the patients non-rechargeable ipg had reached end of life. The patient underwent an ipg replacement procedure.